Event description:
It was reported to philips healthcare that opcheck fails the therapy knob test. The philips customer service analyst clarified that the device responded slowly when the energy selection was charged. There was no pt involvement.

Manufacturer narrative:
(B)(4).